Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula was detached from the headset of the infusion set. The cannula did not remain in the patient's body. The patient had elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.